Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited loss of capture at high output in the unipolar configuration. The device was reprogrammed. No patient symptoms were reported; the patient would continue to be monitored.